Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced daily left calf ripple and left calf tremor starting last week. The patient was also received a total of 8 unrelated radiation treatments; they were radiating the patient's brain next to the lead. The symptom occurred during the evenings and the next morning for about 10 minutes following the radiation therapy; emi exposure was reported. The patient did not experience any symptoms on the days when they did not receive the radiation treatment. The patient told the hcp that the symptom was due to their parkinson's. It was confirmed that the implantable neurostimulator (ins) was not interrogated when the symptom occurred. It was recommended that the patient checks the ins with the patient programmer when the feel they have this tremor return in their left calf / hamstring to ensure that stimulation is on. Please see report number 3004209178-2016-26818.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.